Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) showed a potential type 3a endoleak. Patient endoleak type 3a was confirmed by angiogram and the a subsequent endovascular procedure took place on (B)(6) 2016. The physician elected to implant an additional suprarenal aortic extension to seal the endoleak and give additional coverage at the proximal end of the implanted devices. Patient is stable post procedure.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able not able to confirm the reported type 3a endoleak. Additionally there was evidence to reasonably support the following observations; a type 1a endoleak instead of a type 3a endoleak, at implant a filling defect in the left common iliac artery resulting in the implant of a non-endologix stent, at one month post implant a type 2 endoleak which resolved itself, and at 30 months post implant aneurysm sac growth. The clinical assessment was based on no medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices were not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; suboptimal positioning of the proximal extension in the infrarenal aorta.